Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. The cause of blood glucose level was not known. The customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider (hcp). The customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. The customer was discharged 8 days later with the issue resolved and no permanent damage.